Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-70e. Serial number: (B)(6). Batch/lot number: 7092728. Model/catalog description: 1x16 perc lead trial kit, 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of consciousness (syncope). The patient underwent trial procedure.